Event description:
A customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer. Technical support educated the customer on completing the cartridge air removal step and guided them through filling and loading a new cartridge. The customer acknowledged understanding of the instructions.